Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: the intraocular lens is still implanted in the patient's eye. (B)(6). (B)(4). Device evaluation: the lens remains implanted, therefore, product evaluation cannot be performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional other for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an unexpected post-operative outcome, after the implantation of a multi-focal lens, model tecnis symfony toric. The lens supposed to successfully work out both issues of myopia and myopic astigmatism. However, the lens has failed to solve these refractive problems. The patient is unable to read anything from a close range if no pair of glasses were able to help her vision. After that, patient had a secondary procedure where surgeon attempted to slightly move the lens to restore her vision; unfortunately, without any good resulted. So far no explant planned. No additional information was provided.